Manufacturer narrative:
Internal complaint reference: case-(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, performed as intended. The error was not present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.if the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy the wand coblation action would continue to stay activated 5 seconds after button was releases, it was generating plasma without any engagement. The procedure was completed with a smith and nephew backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.